Event description:
Customer reported that tubing set fell apart while giving meds to pt. There was no pt harm and no medical intervention was required. Pt monitor was increased. Although requested, no additional event or pt information provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.